Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed an upstream occlusion alarm. During the functional testing, the customer reported problem could not be duplicated. Reported problem was found in the event log. No probable cause could be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Event description:
It was reported that the cadd solis pump had upstream occlusion during pre-installation. There was no patient involvement.